Event description:
Customer reported control failing for bilirubin.

Manufacturer narrative:
Customer reported the ichem velocity failing ca controls for bilirubin. There were no reports of pt results being affected and no reports of change to pt management as a result. An iris field service engineer (fse) adjusted the probe alignment. The fse ran qc which passed. System was operational.